Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. The stent was delivered along the fwez with no resistance. Post deployment, severe resistance was felt when it was attempted to remove the system. Therefore, fwez and wallstent delivery system were removed together at the same time as retrieval was not possible. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: only the wire was returned for evaluation. It was possible to observed that the spring tip was bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use. The stent was delivered along the fwez with no resistance. Post deployment, severe resistance was felt when it was attempted to remove the system. Therefore, fwez and wallstent delivery system were removed together at the same time as retrieval was not possible. There were no patient complications as a result of this event.